Event description:
It was reported that during a stenting treatment procedure the stent dislodged. The distal part of the stent dislodged due to the patient's anatomy.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The struts on the first two rows in from the proximal end of the stent were misaligned and raised up. Some of the struts were intertwined with each other. Another strut on the sixth row in from the proximal end of the stent was also raised up. The balloon of the device were visually and microscopically examined and no issues were noted with the profile of the balloon that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent dislodged. The distal part of the stent dislodged due to the patient's anatomy.